Manufacturer narrative:
As reported, patient had skin lesions and rash post implant of phasix st mesh. Based on the available information, no conclusion can be made. The information provided does not indicate a cause for the patient¿s postoperative course. However, as reported this is a patient with a history prior to phasix st mesh implant, of post surgical skin rash and lesions. The adverse reactions section of the instructions-for-use, supplied with the device lists allergic reaction as a possible complication. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Note, the date of implant ((B)(6) 2023) is provided as an estimate based. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : not returned - remains implanted.

Event description:
As reported, about 2 weeks post implant of a phasix st mesh used in a robotic ventral hernia repair as intraperitoneal onlay, the patient presented with an abdominal rash and skin lesions. As reported, the surgeon did not treat the patient; however, the patient had been applying over the counter rash cream and reported some improvement. As reported, the surgeon will be following up on patient in another month, at this time decided to continue to monitor the patient with no additional treatment. Surgeon also states the patient reports having diarrhea, but is unsure of mesh connection. Note, prior to mesh implant the patient has a history of post surgical skin rash and lesions.

Manufacturer narrative:
As reported, patient had skin lesions and rash post implant of phasix st mesh. Based on the available information, no conclusion can be made. The information provided does not indicate a cause for the patient¿s postoperative course. However, as reported this is a patient with a history prior to phasix st mesh implant, of post surgical skin rash and lesions. The adverse reactions section of the instructions-for-use, supplied with the device lists allergic reaction as a possible complication. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Note, the date of implant ((B)(6) 2023) is provided as an estimate based. Addendum: this is an addendum to the initial MDR submitted. This supplemental MDR is submitted to document the additional information provided. As reported, about two months post op, patient has been recovered from the skin reactions and doing well. It is unknown at this time, what is causing the patient's condition. However, based on the available information, no conclusion can be made. Updated field: b4, b5 (describe event or problem), e1 (initial reporter phone #), g3, g6, h2, h10 note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : not returned.

Event description:
As reported, about 2 weeks post implant of a phasix st mesh used in a robotic ventral hernia repair as intraperitoneal onlay, the patient presented with an abdominal rash and skin lesions. As reported, the surgeon did not treat the patient; however, the patient had been applying over the counter rash cream and reported some improvement. As reported, the surgeon will be following up on patient in another month, at this time decided to continue to monitor the patient with no additional treatment. Surgeon also states the patient reports having diarrhea, but is unsure of mesh connection. Note, prior to mesh implant the patient has a history of post surgical skin rash and lesions. Addendum per additional information: as reported, two months post operatively the patient visited the surgeon. It was reported that the skin reactions have been recovered and the patient is fine. No surgical intervention is needed, the surgeon feels comfortable leaving the mesh implanted. The patient still complains of mild diarrhea, but the surgeon does not believe it¿s related to the mesh.